Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station had a drawer failure. A field service engineer replaced retractor bands and reseated the rowboard cables to resolve the issue. A field service engineer confirmed that there was a delay in dispensing medication to the patient. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system experienced a failure in opening and recovering the main drawer 2.2. There were no adverse events or injuries reported based on this event.